Manufacturer narrative:
(B)(6)..

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient faced an event of occlusion with an infusion set and was alerted by insulin flow blocked alarm. The pump detected teh occlusion that prevents the flow of insulin. No further information available.